Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was admitted to the hospital for 2 months due to urinary urgency and dysuria with interruption of urination, and the physician diagnosis were bladder stones, urethral stones, urinary tract infection. The patient underwent holmium laser lithotripsy for transurethral bladder stones at 9:45 on (B)(6) 2024, and intraoperative posterior lumbar anesthesia to prevent urinary retention and retrograde urinary tract infection, so the patient was given indwelling disposable sterile foley catheter catheterization. The patient's urinary catheter prolapsed spontaneously at 16:00 on (B)(6) 2024, and the urinary catheter balloon was found to have ruptured. The patient's post-operative condition was considered to be acceptable, with no chills or fever. The urinary catheter was not placed again, and the patient was allowed to urinate on their own. The patient's vital signs were stable, and they did not complain of any special discomfort.